Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found that there were no problems with sponge detection. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported condition that the machine screen stopped working was confirmed. The investigation found that the screen went blank due to a boot up error from the digital board. The investigation isolated the root cause to a software issue. The software issue was fixed to address the condition. During the investigation the lock tab of the lcd connector on the interface board broke off. The service center will need to replace the interface board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was complete but did not detect any sponges. It received a confirmation number; however, machine screen stopped working prior to documenting the confirmation number in patient¿s chart. All counts were correct prior to final closure. X-ray was taken and read cleared by the surgeon. There was no injury caused to the patient.